Manufacturer narrative:
One device was returned for analysis. No service history was found. No relevant event history was found. Visual/functional testing was performed. Found the downstream occlusion (dso) seal was delaminated. Replaced the dso seal. Device passed verification testing post repair.

Event description:
One device was returned for repair of bubbled downstream occlusion (dso) seal and scratched lens. Analysis of device found the dso seal was delaminated.